Event description:
The customer reported via the sales representative that when introducing the rod to the bone it snapped. The customer further stated that to remove the rod the bone had to be cut and the rod edged backwards through the bone which took a total of four hours. The customer stated that the surgeon managed to finish the procedure after the rod was removed.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on supplemental report.